Event description:
The customer reported that while running two consecutive hcv assay plates, the sample handler did not pipette sample or diluent in position a11. An error message was not generated either time. An engineer was dispatched. No death or serious injury was dispatched. No death or serious injury was associated with this event.